Event description:
The issue occurred during preparation of an unspecified therapeutic procedure which was completed successfully. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional event information and correction to e1 (facility name, address and phone number) and h6 (investigation codes).

Event description:
It was reported, the camera head had head section looseness. There were no reports of patient harm.

Manufacturer narrative:
E1 (facility name): (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed, the scope mount is loose. Additionally, the device evaluation found a scratch on the lens of the main unit. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the malfunctions could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.